Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The device was evaluated locally by a philips service engineer. The reported symptom was duplicated. The energy select switch was replaced which resolved the reported symptom.